Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances measuring greater than 2500 ohms. Additionally, there was high thresholds which resulted in loss of capture. It was believed that this lead was fractured. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.